Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error. Moreover, ventilator's inspiratory channel circuit board was found defective. The ventilator was investigated on site by our field service engineer and errors related to power and o2 sensor was found. Issues resolved by replacing the pcb dc/dc and pcb inspiratory channel. A defective o2 cell and o2 cell cable were also reported, however, despite several reminders we didn't receive the confirmation if the defective o2 cell and o2 cell cable was replaced. The replaced pcb dc/dc and pcb inspiratory channel has not been returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The pcb inspiratory channel is a interconnecting board including connectors for turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The ambient air temperature and humidity sensor is also located on pcb inspiratory channel. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient. The pcb dc/dc includes routing of nebulizer signals to/from pcb control, and ethernet/usb signals to the pcb panel board. The pcb battery back-plane is connected to pcb dc/dc, via the pcb battery extension board. A secondary temperature sensor on the pcb dc/dc regulates the main fan and the o2 evacuation fan.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. Moreover, ventilator's inspiratory channel circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).